Manufacturer narrative:
On 24apr2025, an authorized service provider (asp) evaluated the device at a repair center. The asp reproduced the battery failed alarm at the repair center and confirmed the diagnostic code for the alarm was logged in the device's diagnostic report (drpt). The asp determined that a replacement backup battery was required. The asp stated that the replacement was pending the customers' acceptance or rejection of a quote. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) replaced the backup battery at the repair center to resolve the device issue. Following the part replacement, the asp successfully completed cleaning and running and functional testing.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. No patient information was disclosed by the customer. The customer stated that the device continued to operate when the alarm occurred. This investigation is ongoing.

Manufacturer narrative:
(B)(6).